Event description:
Customer reported receiving a no delivery alarm while changing her infusion set. The customer's blood glucose was 74 mg/dl. She also reported a reservoir leak when she was completing the fill tubing portion of the infusion set change. She stated that the insulin had leaked into the reservoir compartment of her insulin pump. There was no cracks or splits reported on the insulin pump. She also reported that the insulin leak was due to the customer removing the snap cap of the reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Reference manufacturer report number: 2032227-2014-16255.